Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and it was noted that the connection of the tubing with the arm of the y-site was missing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, it was determined that the connection tubing at the y-site of a clearlink system continu-flo solution set was missing. The missing component was initially discovered by the customer during priming and prior to patient use. It was determined that the missing tubing was caused by a separation between the y-site and tubing components. There was no patient involvement. No additional information is available.